Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the system "hung". There was no patient incident.

Event description:
The customer reported that their classic information center "hung." There was no patient incident, no patient harm.